Manufacturer narrative:
The manufacturer previously reported the following information ¿it was reported to the manufacturer that the patient has died. There is no allegation that the device contributed to the death of the patient.¿ the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The previously submitted report was incorrectly filed as a recall for the foam abatement. There was no mention of recall no particle allegation. The information has been updated in this corrected report in box h. The conclusion code in section h6 was updated.

Manufacturer narrative:
The manufacturer previously reported the following information ¿it was reported to the manufacturer that the patient has died. There is no allegation that the device contributed to the death of the patient.¿ the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The previously submitted report was incorrectly filed as a recall for the foam abatement. There was no mention of recall no particle allegation. The information has been updated in this corrected report in box h. The conclusion code in section h6 was updated. The device was returned to a third-party service center for evaluation. During the internal/ inspection of the device no faults were reported. The device passed final testing.

Event description:
¿It was reported to the manufacturer that the patient has died. There is no allegation that the device contributed to the death of the patient.¿ the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The initial reporter is unclear. A company representative for the patient contacted the manufacturer. A request has been made for more information, and once received, a follow-up will be filed. H3 other text : device not returned to the manufacturer.